Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occured. The 95% stenosed and calcified lesion was located in the moderately tortuous superficial femoral artery (sfa). Mustang 5.0 x 150, 75cm was used for stenosis of sfa. During the third inflation the balloon ruptured at 20atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occured. The 95% stenosed and calcified lesion was located in the moderately tortuous superficial femoral artery (sfa). Mustang 5.0 x 150, 75 cm was used for stenosis of sfa. During the third inflation the balloon ruptured at 20 atms. The procedure was completed with a different device. No patient complications were reported and the patient status is good

Manufacturer narrative:
Device evaluated by MFR: the returned device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon. The leak was located at 3.6cm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the leak. Further examinations of the device found that the tip was bunched at its distal edge. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of this investigation is operational context.